Event description:
Reporter stated that pt's blood glucose was measured using the aviva system, with back-to-back results of 337 mg/dl and 133 mg/dl. Reporter stated that pt's therapy was not modified based on these results. No associated injury was reported. Reporter did not provide the location where the discrepant results were obtained. A level-one qc test was performed on the aviva system and the result was within acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.